Manufacturer narrative:
(D10) concomitant devices: 300-62-02 - stemless humeral comp integrip, cage, size 2: (B)(6) 310-60-50 - stemless humeral head extra short, 50mm (beta): (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Approximately 1 year(s), 10 month(s) and 11 day(s) post-operative of a right tsa, it was reported via clinical study that the patient experienced aseptic glenoid loosening with posterior-superior cuff tear and weakness. The patient underwent a standard total with stemless humeral component revision for the loosening. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and definitely not related to the procedure. This was reported through clinical trial study data collection activities, no device return is anticipated, and no other information is available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: b3, h6. MDR section codes updated/corrected: b, c, d, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.